Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) charger has plastic wrap that was bubbling up due to the cord being hot to the touch. It was also reported that the part that goes into the wall felt even hotter.

Manufacturer narrative:
In the case description, the user mentioned that the controller charger and adapter were getting hot while charging. Inspection of the returned controller found no evidence of thermal exposure. The charging cable and charging adapter were returned with the controller. Inspection of the charging cable found no evidence of thermal exposure. Inspection of the charging adapter found the plastic around the usb port to be warped. The charging cable was unable to be plugged into the returned adapter to charge the controller. A known good adapter and the returned charging cable were used to charge the controller. The controller and charging cable were not observed to get warm while charging. The adapter was felt to be warmer than the cable during charging, however no thermal damages occurred while charging. The android log files from the controller showed no evidence of the controller exceeding the temperature limit. The log files showed the battery temperature to measure below the 40 degree celsius temperature limit. No evidence of the charging cable or adapter heating up while charging was observed in the logs. It could not be conclusively determined if the damage to the charging adapter was due to thermal exposure. The exact cause of the reported event could not be determined.